Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 ventilator was evaluated by a third part service center. The service technician states that an error code relating to an 'o2 prop stuck' was found in the device's error log. The oxygen blending module (obm) valve was replaced to resolve the issue. Additionally, a non-reportable error code relating to 'low o2 inlet pressure' was also found in the device's error log. The obm valve replacement will resolve this error code as well. It is noted that the internal battery is missing. The blower, machine flow sensor, system printed circuit assembly board tubing, in line tiler, and one of the in-line filter prox are contaminated. The air foam inlet filter and particulate filter were replaced for maintenance.